Event description:
During a neurovascular procedure, the doctor was using a pl17-160-000 catheter. The doctor was able to access the mma with the catheter and while in the process of doing an angiogram using a 3cc medallion syring and the catheter broke at the hub. The catheter was replaced with another product and the procedure was completed without incident or any harm to the patient.

Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the relasing criteria. Further follow-up with the sales representative on 23dec2025 confirmed that the doctor held the syringe using both hands when injecting to insure adequate filling of the vessel during injection. The break may have been as a result of how the doctor was handling the device and the syringe while doing the angiogram as well as possibly the weight of the syringe causing a kinking the catheter then subsequently breaking, however, this can not be confirmed and the cause of the device failure cannot be determined.